Event description:
It was reported that a pediatric burrhole reservoir (part # fv039t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the reservoir was believed to have adjustment difficulties, however a reservoir is not adjustable. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch# 3004721439-2022-00359.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: third-party catheter, deposits in the reservoir, cut in the membrane. Permeability test: the test showed that the pediatric burrhole reservoir is permeable. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The reservoir met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.